Event description:
Boston scientific received information that the patient heard beeping tones. The patient was presented to the hospital and during a follow up and interrogation of the device it was noted that this device displayed a fault code due to a shorted condition during high shock delivery. The episode was reviewed which showed to be a true ventricular tachycardia event. The device delivered antitachycardia therapy was not successful at converting the ventricular tachycardia, but then a shock was delivered which treated the arrhythmia. The episode also recorded a low our of range shocking impedances measurement. At the follow up all measurements appeared stable and normal, and an x-ray taken did not show any abnormalities. The lead implanted is a competitor lead. At this time the system remains implanted, and the patient remains in the hospital. No adverse patient effects were reported. Additional information provided noted that the device was explanted. A small mark was noted on the device during explant. It was noted that the device was interrogated and did not show any abnormalities prior to explant. The device will be returned for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.